Manufacturer narrative:
Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported is derived from the "factory 2hr xylene standard" protocol comprising (B)(4) cassettes, which started in retort a on 20:37pm on (B)(6) 2017 and completed at 06:00am on (B)(6) 2017; and the "factory 8hr xylene standard" protocol comprising (B)(4) cassettes, which started at in retort b 20:46pm on (B)(6) 2017 and completed at 06:00am on (B)(6) 2017. The instrument logs show that the reagent in bottles 5 (ethanol) and 6 (ethanol) were replaced during execution of the "factory 2hr xylene standard" protocol started in retort a at 20:37pm on (B)(6) 2017, and the reagent concentration was set to (B)(4) and (B)(4) respectively in the instrument software. This practice is not in accordance with the manufacturer instructions detailed in the leica peloris¿ quick tips, which states in the section entitled leica peloris reagent replacement - manual: "ensure that no protocols are running or loaded." As the minimum final reagent concentration required for ethanol is (B)(4), the consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. As a consequence, the reagent in bottle 5 (ethanol) at (B)(4) was schedule for the second dehydration step of the "factory 8hr xylene standard" protocol started in retort b at 20:46pm on (B)(6) 2017; and for the final dehydration step of the "factory 2hr xylene standard" protocol started in retort a at 20:37pm on (B)(6) 2017. The reagent in bottle 6 (ethanol) at (B)(4) was scheduled for the final dehydration step of the "factory 8hr xylene standard" protocol started in retort b at 20:46pm on (B)(6) 2017. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 2hr xylene standard" protocol started in retort a at 20:37pm on (B)(6) 2017; and the "factory 8hr xylene standard" protocol started in retort b at 20:46pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was that ethanol at a concentration of (B)(4) was used for the final dehydration step in the "factory 2hr xylene standard" protocol started in retort a at 20:37pm on (B)(6) 2017, when the minimum final reagent concentration required for ethanol is (B)(4). The root cause for the use of ethanol at a concentration less than the minimum required for the final dehydration step in the affected protocols was a use error. Specifically, a user replaced the contents of bottle 5 while the "factory 2hr xylene standard" protocol started in retort a at 20:37pm on (B)(6) 2017 was in progress. This action is not in accordance with the manufacturer instructions detailed in the leica peloris¿ quick tips, which specifically states in the section entitled leica peloris reagent replacement - manual: "ensure that no protocols are running or loaded." As the reagent station to be used for each processing step is scheduled at the start of the processing protocol and any alteration to the properties of the reagent during execution of a processing protocol does not result in re-scheduling of reagent stations, this incorrect user action may result in the reagent concentration in a scheduled reagent station not being appropriate for the particular protocol step.

Event description:
Leica biosystems received a complaint regarding "over processed, hard tissue" of approximately 20 cassettes in retort a using the eight (8) hour protocol; and 100 cassettes in retort b using the two (2) hour protocol. The complainant advised that the concentration measured by hydrometer in bottle 7 was 95; and that calculated by the instrument software was (B)(4). On (B)(6) 2017, leica biosystems received information from the laboratory that four (4) prostates cases could not be diagnosed and those cases have been sent externally for consultation. The laboratory provided the names of the four (4) patients from whom tissue was not diagnosed. Leica biosystems have requested the patient identifier; age/date of birth; sex; ethnicity; and race of the four (4) patients from whom tissue was not diagnosable. On (B)(6) 2017, leica biosystems received information from the leica field support specialist (fss) that "patient information obtained and reported in the adverse event form was the only information the customer was comfortable providing-in order to maintain patient confidentiality". Refer to MFR. Report# 8020030-2017-00056; # 8020030-2017-00057; and # 8020030-2017-00058 for specific details of the other patients involved.

Manufacturer narrative:
Model # and catalog # of the initial 30-day FDA 3500a report were documented in error.